Event description:
Healthcare professional called to report right side rupture/deflation. Device has been explanted.

Manufacturer narrative:
Email : (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture/deflation.